Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. In a call placed to technical services on 04/30/2018 high out of range impedance at 2023 ohms was noted on this lead. Impedance on this lead normally runs at 1800-1900 range. Technical services recommended changes in the alert range and continued monitoring of the lead. The physician was unknown at the (B)(6) in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).